Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the flow detector door switch on the level 1 trauma fast flow system (h-1200) was broken. The product problem was observed during testing/preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it be in fair physical condition. Visual inspection found the h-31b air detector assembly to be damaged, confirming the reported customer complaint. The problem source has been determined to be user interface. H-31b air detector door assembly was replaced as a result.